Event description:
Reporter indicated that vns pt had passed away. It was reported that the pt went into status in their sleep. The pt's device was swiped with the magnet, but was unable to stop the seizure. Following the seizure, the pt stopped breathing. CPR was performed and the pt was transferred by ambulance to local hosp where pt expired. An autopsy was performed and reportedly lists "seizure" as the cause of death.